Event description:
It was reported that during a liver resection procedure, on 8th firing, the instrument only fired 2/3 of staples and then did not cut or fire anymore. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis showed that the device was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the mfg process.